Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited episodes of noise and oversensing. Planning to replace the rv lead, a revision procedure was performed at which time the ICD header was found loose. Noise and oversensing were observed on the rv channel when the device header was manipulated. The ICD was subsequently explanted and replaced. While connecting the lead to the new device an insulation defect was observed. A new rv lead was then implanted and the chronic lead surgically abandoned. No adverse patient effects were reported.